Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a sponge. During surgery, the gauze was used inside the wound. When the surgeon attempted to remove the gauze, he got little pieces instead of the whole gauze. The surgeon removed the remaining pieces with his fingers.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.